Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted pancreatectomy surgical procedure, the fenestrated bipolar forceps instrument's wire in the mechanism had snapped. Item removed from patient and sterile field; item tagged to be cleaned. It is unknown how the procedure was completed or if the reported event had any impact on the patient. On 08/15/2024, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: it was noticed when the instrument was inside the patient that the wire in the mechanism had snapped. Item removed from patient and sterile field; item tagged to be cleaned